Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-49049, 1627487-2020-49051, 1627487-2020-49052, 1627487-2020-49053. It was reported the patient had a previous infection on an unknown date. It is noted that the infection had already been resolved. No further information is available at this time.